Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been staying with his daughter while his wife was hospitalized, but one night he wanted to sleep at home. The pt rarely connected to the power module at night before going to sleep because he felt he needed to be able to move fast when his wife needed him, so he stayed on battery power. It was also reported that the pt was not good about charging his batteries. The pt had been cautioned by the vad coordinator of the danger in sleeping on battery power. The night the pt went home he did not take the power module or universal battery charger with him and told his daughter that he had plenty of batteries. The following morning the pt's daughter called 911 and the vad coordinator because the pt did not answer the phone or the door. The daughter called the vad coordinator back and told her that the pt had expired. It was reported that the pt's batteries (serial numbers (B)(4)) were found to be completely drained. A formal autopsy will not be performed. The hospital staff does not feel the equipment had anything to do with the pt's death, as they had talked to the pt on several occasions about the importance of connecting to the power module at night but the pt did not want to.

Manufacturer narrative:
The batteries were returned to the MFR, and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.